Manufacturer narrative:
(B)(6). Review of the instrument's run data showed the alleged run and the additional run identified during the system assessment made a potential false positive call for sars-cov-2 due to abnormal pcr growth curves. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from norway alleged discrepant results of sars-cov-2 generated on 2 patient samples when using a cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. The initial allegation states that 2 false positive results were generated for 2 patient samples during april and may. However, the data provided only contained data since may, therefore one out of the two initially alleged samples could not be identified. Later, during investigation & assessment of the instrument, a third false positive result was identified. Due to unavailable raw data for one out of the two initially alleged samples, this case will only address the 2 false positive results that were identified and analyzed in the data. Per the FDA guidance two (2) mdrs will be filed. Both samples initially generated a positive sars-cov-2 result upon initial testing on liat. A repeat testing of the same 2 samples was performed with the in-house pcr ¿ extraction - biomek and the results are unknown. The initial test results were reported. No harm is alleged. An investigation was conducted to evaluate the customer¿s issue.